Event description:
It was reported that patient experienced ineffective therapy. Additionally, patient is very thin and experiencing pain at ipg site. It was noted that patient had recently fallen into a hole. X-rays were taken and showed that the leads migrated. Surgical intervention was undertaken wherein the leads and ipg were explanted and replaced. Ipg was place in a new pocket on the left flank. Effective therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.